Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reports right side capsular contracture, baker grade iii-IV, seroma, "breast is swollen and with liquid" and fever. Patient was referred to perform imaging exams for suspicion of bia-alcl. The device remains implanted. Additionally healthcare professional reports "increase of volume, severe pain and progressive hardening of the breasts, worsening, and upon examination, patient presents seroma and baker iii-IV contracture", radial folds, and breast inflammation.

Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reports right side capsular contracture, baker grade unspecified, seroma, "breast is swollen and with liquid" and fever. Patient was referred to perform imaging exams for suspicion of bia-alcl. The device remains implanted.